Event description:
Right-side capsular contracture baker grade 3-4.

Manufacturer narrative:
The device was returned intact and functional with some bubbles observed in the gel; the device weighed 3.5g over specification.